Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Based on technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A device history record review is not required. In this case, the exact cause of the balloon rupture cannot be confirmed; however, per report, the patient¿s annulus and leaflets were severely calcified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, during valve deployment of a 29 mm sapien 3 valve, in the aortic position, the commander delivery system balloon ruptured at the end of the valve deployment. The balloon was at 95% inflation when it burst. There was no pre dilatation performed and no additional volume added to the balloon. The valve was successfully deployed. The patient is stable. The device will not be returned for evaluation. As reported, there were no difficulties removing the delivery system through the sheath. The patient¿s annulus and leaflets were severely calcified.

Manufacturer narrative:
Reference CAPA-20-00141.